Event description:
Reportedly, pt fell on (B)(6) 2011. Surgery performed the following day on (B)(6) 2011. Surgeon was satisfied with the operation, not a perfect reduction, however, good alignment. Pt presented to hospital on (B)(6) 2011 for x-rays. X-rays showed distal screws loosening with sustained reduction. Pt presented to hospital on (B)(6) 2011 and surgeon noted loss of reduction and loosening of distal screws. Va lcp condylar plate was removed on (B)(6) 2011 and replaced with a liss df plate with a femur strut. During the revision, surgeon noted 4 of the 5 distal screws were loose and removed and replaced.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.